Event description:
It was reported that during a navio-assisted tka procedure, upon going to perform bone prep, the anspach emax 2 plus hand piece - rohs would not spin. It was unplugged the drill and plugged it back in as was noticed the anspach console lights were not illuminated. Then exited the case and came back in. This did not work. They checked the cables in the back of the cart and restart it. Surgery was resumed after a non-significant, with manual instruments. Patient was not harmed. Afterwards, they were able to get the console to function after restarting it.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, serial number (B)(6) intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the navio surgical system user¿s manual, section assembling the hardware, assembling the handpiece for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.